Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. A firmware software upgrade was attempted but was unsuccessful. It was noted that no wand movement or telemetry interruption occurred during the attempted upgrade. It was suspected that the upgrade was unsuccessful due to lifevest interference. Upon interrogation, the pulse generator exhibited backup vvi operation. A device download was performed to restore the device and another upgrade was not attempted. The patient would continued to be monitored with normal follow up.